Manufacturer narrative:
(B)(4).

Event description:
Patient's mother contacted dexcom on (B)(6) 2015 to report that on (B)(6) 2015, patient experienced a loss of connection between the transmitter and receiver. Dexcom representative advised patient's mother to reset the device. No additional patient or event information is available.

Manufacturer narrative:
(B)(4).

Event description:
The complaint device was returned for evaluation. The device was visually inspected and no defect was found. Sensor voltage was measured and failed. The transmitter was tested on a transmitter tester and was unable to connect resulting in failure. The customer complaint was confirmed. The root cause was determined to be a defective transmitter.